Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The batteries were replaced to resolve the issue.

Event description:
The hospital reported the ventilator shut down during a case. The unit was not plugged in and switch to battery power for 30-40 minutes, alarmed properly, and then shut down causing loss of mechanical ventilation. There was no patient injury.